Event description:
A comparison of two e2010 analyzers produced discrepant tnt results using external proficiency survey materials. Each sample was tested four times. Analyzer 1 (this analyzer): sample 1, 0.057, 0.064, 0.055, 0.056 ng/ml; sample 2, 0.905, 0.743, 0.713, 0.733 ng/ml; sample 3, 2.12, 1.93, 1.75, 1.70 ng/ml; sample 4, 3.67, 3.61, 3.57, 3.28 ng/ml; sample 5, 5.68, 5.85, 5.33, 4.91 ng/ml; sample 6, 7.12, 6.88, 6.69, 6.43 ng/ml. Analyzer 2: sample 1, 0.064, 0.074, 0.081, 0.071 ng/ml; sample 2, 0.900, 0.915, 0.942, 0.909 ng/ml; sample 3, 2.15, 2.12, 2.20, 2.75 ng/ml; sample 4, 4.37, 4.23, 4.26, 4.28 ng/ml; sample 5, 6.38, 6.42, 6.30, 6.33 ng/ml; sample 6, 8.14, 8.40, 8.42, 8.33 ng/ml. No patient samples were involved. The field service representative determined both pmt high voltages/blank cell calibrations needed adjustment and he performed the adjustments. Performance tests were completed.